Event description:
Complainant alleged that the medics were attempting to monitor a pt(age and gender unk) but the device displayed a "status 56" message. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.